Event description:
The customer requested any possible info concerning a previous pt death.

Manufacturer narrative:
This complaint was opened to address the customer's request info for an incident at their site in 2007, which they are now being sued. The customer wanted copies of any files/records philips had regarding this issue specifically previous monitor maintenance activities. The customer could not identify which monitor was being used. There is no indication that there was a device malfunction or user error. At the time of the reported incident the following day, no death or serious injury was reported and no philips field service engineer on-site service was provided. No further clarification of this request was received.